Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a ent procedure, the procise ez view coblator ii was clogged despite flushing it with saline. The procedure was completed with a delay greater than 30 minutes, using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. The device was plugged into the controller and registered settings (7,3). The wand was able to generate plasma as intended. No clogging observed during functional testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Internal complaint reference: case-(B)(4).